Event description:
This is a spontaneous consumer report from (B)(4) of peritonitis. On an unreported date in (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The samples were not taken prior to antibiotherapy. The culture result showed (B)(6). On (B)(6) 2010, the patient was treated with amikacin injection 10 mg ip once daily (continuing), vancomycin injection 2 grams ip once daily (continuing), fortum injection 1 gram ip once daily (continuing) and heparin injection 1000 iu once daily (continuing). The outcome for the event of peritonitis was unknown. Pd therapy was ongoing. Concomitant medications were not reported. Per the reporter, the event was unrelated to pd therapy. The root cause of the peritonitis was unknown. Additional information was received on (B)(4) 2010. The nurse reported that on (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the event of peritonitis resolved and remedial treatment with amikacin, vancomycin, fortum and heparin were discontinued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.